Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high and low blood glucose. The customer reported being hospitalized on (B)(6) 2015 with a high of 600 mg/dl. The customer reported a bent cannula was the cause of their hospitalization. The customer also reported being hospitalized on (B)(6) 2016 for a low of 22 mg/dl. The customer was found to be unresponsive, leading to the hospitalization. Customer stated they may have over bolused for a meal, leading to the low. It was also found the customer's blood glucose declined to 33 mg/dl on (B)(6) 2015. The customer also reported they were currently experiencing high blood glucose. The customer's blood glucose was 474 mg/dl. The customer was able to lower their blood glucose to 404 mg/dl during the call. Troubleshooting did not find any issues with the insulin pump. Customer declined to return the insulin pump for analysis.